Event description:
It was reported that during a device interrogation the battery voltage was reported as abnormal behavior. The implantable pulse generator (ipg) will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
.

Event description:
The device was explanted and replaced.